Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va07bnk, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the compatibility guidelines were requested for the MRI and not related to device or therapy. Request if for abdominal scan, with 3t, caller has guidelines. Caller reports the patient states that it was "not working". Caller doesn't have any other information on that statement. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.